Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). This report was incorrectly submitted under 0001822565-2017-01713. Please consider this report void. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: 00631005032 liner 10 degree elevated rim 32 mm i.d. 61536133 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 81579445 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 61422304 00620005422 shell porous with cluster holes 54 mm o.d. 61482153

Event description:
It was reported that the patient alleged to left hip pain and elevated cobalt levels approximately seven years post-implantation. No additional information provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.